Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic surgery, the staples were used to resect a wedge of a patient¿s lung. On finishing the resection, the lung was inflated, and a chest drain was inserted. On exiting the thorax cavity with the telescope, the surgical assistant noticed a tiny yellow object sitting on the lung. The object was removed, a shard of yellow plastic around a millimeter in diameter. On inspecting the staples yellow safety removal caps, one was damaged with a small shard of plastic missing from clasp part. The staples were also examined, and one was found to have a small shard of plastic left in the clasp area of the staple where the yellow safety removal caps attaches to the staple. It was confirmed that a foreign body fell into the patient and was retrieved. There was no patient injury.